Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a normal follow-up, device interrogation revealed the estimated device longevity had prematurely depleted within a three month period. The depletion caused the device to reach elective replacement indicator sooner than later. The device was explanted and replaced. No adverse consequences were reported.